Event description:
On (b)(3) 2023, infutronix received a report that a pump had an unknown issue. Requested device to be returned for further evaluation.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested.